Event description:
It was reported that there were concerns this pacemaker exhibited undersensing on the right atrial (ra) lead channel. Technical services (ts) reviewed the reports and confirmed that there was intermittent undersensing as well as questionable ra capture. It was noted that there was no right atrial autothreshold (raat) test on the day of the call. Ts suggested a lead evaluation and an x-ray. Ts also recommended reprogramming options. The device remains in use. No adverse patient effects were reported.